Event description:
Pt came in for 2 anal lesions treatment with a coagulator. Pt was admitted 9 days later with bleeding from the colon and the small intestine. Diagnosis is avm. Pt had endoscopy and colonoscopy while in hosp. Bleeding unlikely related to the anal lesions. Condition is stable.